Event description:
Meter name: ot ii, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk. Symptoms: nausea. A pt reported they were unable to test. Their meter allegedly would only prompt battery message. There was no result on their meter. The result on another was 107mg/dl. There was no comparison. There was no treatment. No further info has been reported.